Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire service group received the suspect user interface module (uim) component for repair and investigation. The service group performed a visual inspection and cycled power, which found the touchscreen display unresponsive in the lower right corner of the display. At this time, the service group was able to duplicate the reported issue. The service group replaced the suspect display on the uim and the issue was no longer present. This issue will be internally investigated within vyaire medical.

Event description:
The customer reported the user interface module (uim) display screen on this ventilator device is unresponsive to touch commands, on the lower right corner of the display. The customer stated that this unit was not on a patient.